Manufacturer narrative:
(B)(4) date sent: 7/30/2021 h2 additional information received: a photo was received for review. During the visual analysis, the following was observed: the photo shows six trocar devices inside of the packaging. The first device at the left it shows the obturator shaft separated of the obturator handle, the shaft can be noted crossed down off the sleeve and a hole was noted on the label. The first device at the right shows a trocar device with obturator and obturator handle properly assembled, and the sleeve is properly assembled with the stopcock. The obturator was noted crossed above of the sleeve inside of the packaging. The second device at the left shows a trocar device with obturator and obturator handle properly assembled and the sleeve is properly assembled with the stopcock. The second device at the right shows a trocar device properly assembled, obturator with obturator handle, and sleeve with the stopcock. The obturator was noted slightly above off the sleeve with an incorrect position and the packaging presents a small hole. The third trocar device at the left shows the sleeve with the stopcock properly assembled, the obturator was noted disassembled off the obturator handle, and the device was noted to be in an incorrect position. The third trocar at the right appears to be correctly assembled and the stopcock can be seen lightly positioned to the left. Based on the photo review, the event described could be confirmed, however no conclusion or root cause could be determined because the instruments were not returned.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that it was discovered in materials department that a trocar had obturator bent, cannula tip damaged, and packaging was compromised, not sterile. There were no adverse consequence for the patient.